Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The physician retrieved the clip from the patient. The physician completed the procedure by using the device. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. The clip fell off and remained in the forceps channel of the device because there was a problem in the handling of the endo-therapy accessory by the user. The clip was not detected before the event occurrence because the reprocessing by the user and the inspection before use were insufficient.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The customer saw a clip coming out of the instrument channel of the device. The intended procedure did not require clips. Therefore, the clip likely got stuck in the channel in the previous procedure using the same endoscope. Other detailed information was not provided. There was no report of patient injury associated with the event.